Event description:
The customer reported the system experienced an overload fault. This error is likely to result in an uncommanded system shutdown. There is no report of pt injury or death.

Manufacturer narrative:
A ge rep evaluated the system and replaced the high voltage tank and performed a filament calibration. The system operates as intended.